Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Device remains implanted.

Manufacturer narrative:
Device evaluation: device photograph(s), for the device related to the reported event of rupture reviewed on 03-mar-2023. Visual analysis of the photographs identified, rupture: observed, an opening the device, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted and replaced.